Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The reported door not fully latched alarms were confirmed upon powering the device on, but were unable to be reproduced through further testing. It was determined this condition was caused by loose link screws. The link screws were replaced.